Manufacturer narrative:
Section d1, brand name: corrected section d4, catalog number: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for analysis and they contained intermittent no external power events while connected to the mobile power unit (mpu) on 14nov2023. Low voltage hazard events were seen as a result of slow discharge of the mpu capacitors when they suddenly lost power. The controller switched to emergency backup battery (ebb) use when the power was lost and the events appeared to have resolved once the external power was restored completely. Additionally the periodic log files contained some backup battery faults. It was recommended to reseat the backup battery if the alarm was to return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device information was requested but serial number not provided. H4: manufacturing date not provided as serial number was unknown. Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 4 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Two loss of external power events were active on (B)(6) 2023 between 03:32:07 ¿ 03:32:14 that were associated with low power hazard and power cable disconnect alarms. Voltage did not drop low enough to activate a no external power alarm during either event. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during this event. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, the cause of the no external power event, if any troubleshooting was performed, if any product was exchanged and if so, would it be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.